Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation issue as the complete circumferential break was noted on the proximal end of the catheter segment and the edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven. The definitive root cause could not be determined based upon available information.   Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.   H10: g3, h6 (device). H11: h6 (method, result, conclusion).   H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post a port placement, when the port system was removed, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment and the port body were removed. There was no reported patient injury.

Event description:
It was reported that some time post a port placement, when the port system was removed, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.